Manufacturer narrative:
No sample was returned for evaluation. An analysis of the retain sample (lot 335511) from the same master as lot 336202 showed that the product was pfp and met all release criteria.

Event description:
Reference complaint (B)(4). Case from clinical study the physician reported that following right eye "vitrectomy", membrane stripping, photocoagulation, gas injection, phaco +iol implantation, the patient experienced mild elevated intraocular pressure and underwent medical treatment. The outcome was recovery.